Event description:
Per medical record review, the 2-year transthoracic echocardiogram (tte) showed a left ventricle ejection fraction of 45%. The bioprosthetic aortic valve indicated severe stenosis. The aortic valve (av) mean gradient was 31 mmhg with an aortic valve area (ava) of 0.77 cm2. The progress note stated that the patient presents with progressive shortness of breath (sob). The plan is a heart catheterization with possible angioplasty/stent. The patient requires intervention and prefers a tavr valve in valve in valve (viviv).

Manufacturer narrative:
Update to b5, b7, h6; clinical code, device code, and type of investigation.

Event description:
According to the field clinical specialist (fcs), approximately 2 years and 1 month after the transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve, the patient is being evaluated for a valve-in-valve-in-valve (viviv) procedure due to high gradients. The CT scan indicates that the valve appears to be under-deployed, and the leaflets do not show signs of calcification.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event was confirmed based on the medical record provided. In this case, available information suggests patient factors (atherosclerosis) likely contributed to the event, as the patient's medical history includes hyperlipidemia and diabetes mellitus ii. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding, which can contribute to increased gradients or stenosis. Factors such as, but not limited to, renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.